Event description:
It was reported that the device was implanted further down because, the patient was having "issues" with the implant "moving around and causing her pain." It was stated that the device was moved "deeper" on (B)(6) 2013. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID: 3550-39 lot# n320044, implanted: 2012 (B)(6), product type accessory product ID: 3 55531 lot# n332301, implanted: 2012 (B)(6), product type screening device product ID: 3550-14 lot# n333078, implanted: 2012 (B)(6), product type accessory product ID: 3550-14 lot# n333369, implanted: 2012 (B)(6), product type accessory product ID: 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after the revision last year the patient had no further issues.